Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -11.0/2.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed. There was no patient injury. On (B)(6) 2022 a replacement lens of the same model/length was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).